Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported being unable to obtain [pads] ECG. No patient involvement was reported.